Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the displacement test, self test, sleep current measurement and active current measurement. Pump was monitored, no flashing white display and blank display noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 09:35:27.000 to (B)(6) 2025 09:36:21.000, (B)(6) 2025 09:46:00.000 to (B)(6) 2025 09:58:24.000, (B)(6) 2025 10:08:00.000, (B)(6) 2025 10:58:24.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 09:34:16.000 to (B)(6) 2025 09:34:52.000, (B)(6) 2025 09:35:08.000 to (B)(6) 2025 09:35:54.000, (B)(6) 2025 09:36:05.000, (B)(6) 2025 09:58:05.000, (B)(6) 2025 09:58:14.000. Power loss alarm was found on: (B)(6) 2025 10:58:35.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 14:49:59.000. There was no power data available for the event date of 06-aug-2025. Unable to check power data for failed battery alert/battery failed alarm and power loss alarm. No unexpected failed battery alert/battery failed alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 06-aug-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 09:28:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 09:44:00.000. Sensorerroralert (801) was found on: (B)(6) 2025 00:55:32.000, (B)(6) 2025 01:25:33.000, (B)(6) 2025 01:35:00.000, (B)(6) 2025 01:55:34.000, (B)(6) 2025 02:05:00.000, (B)(6) 2025 02:25:35.000, (B)(6) 2025 08:55:35.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 53 alarm (filenumber 12512 linenumber 44479) was found on: (B)(6) 2025 09:34:13.000. As per r&d engineer, mark freger: pump error 53 alarm (filenumber 12512 linenumber 44479) were generated due to exception on main mcu - suspecting the hw (bum). Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a stained keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for flashing white display and blank display were not confirmed. However, pump error 53 alarm (filenumber 12512 linenumber 44479) was confirmed according in the formatted history file due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a blank display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was not calling back with blank display after receiving new battery cap. The customer reported a flashing or solid white screen. The customer confirmed that the screen was not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Instructed the customer to revert to backup plan per healthcare professional instructions and place pump in storage mode. Mmt-1886 was requested, and the customer response was the device will be returned.